Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter.

Event description:
It was reported that it was difficult to deflate the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Based on the evaluation, the sample was evaluated and no pinch or blockage was observed. The catheter was able to be inflated and deflated without any difficulty. No conditions were found on the sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.]"